Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "after first inflation it leaked".

Event description:
Healthcare provider reported a left-side deflation of a tissue expander "after first inflation it leaked." The device remains implanted.